Event description:
Caller reported cartridge alarm 20. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Cts resolved the issue by sending a replacement pump, advising the customer to use multiple daily injections (mdi) as backup therapy, updating the software, and instructing on the return process for the problematic pump.